Event description:
Caller reported encountering a cartridge change error with their pump at least ten times over the past three weeks, experiencing difficulty with cartridge placement and needing to attempt filling/loading multiple times before successful insulin resumption. There was an adverse impact on the customer's blood glucose level, reaching a high point where the exact value was unknown but registered as "high" once during this period. The customer administered a corrective injection via multiple daily injections (mdi) without requiring third-party assistance. After inspecting the device, confirming no damage to the o-ring, and cleaning the pump's pneumatic tap, the customer successfully loaded a new cartridge and resumed insulin use. Customer technical support (cts) provided additional resources for future guidance, advising the caller to monitor the situation and reach out for further troubleshooting if necessary.